Event description:
It was reported that removal difficulties and shaft break occurred resulting in additional intervention. The 90 to 100% stenosed target lesion was located in the mildly tortuous and moderately calcified left anterior descending artery. A 2.50mm x 20mm nc emerge balloon catheter was advanced for dilation. When the device was advanced too far, the physician attempted to remove the balloon. The removal was noted to be somewhat tight. The x-ray imaging revealed that the middle of the balloon delivery system had broken off, as the balloon markers were still visible inside the patient. The physician then advanced a non-boston scientific guide catheter over the wire, successfully retrieving one portion of the balloon, but was unable to retrieve the other. The physician also tried to trap the balloon fragment with another balloon but was unsuccessful, and a balloon marker was still in the patient. The procedure was canceled as the physician could not get a wire across the lesion again. The physician immediately spoke with the surgeons after that about bypass surgery. No further patient complications were reported, and the patient was stable at the time of the procedure.

Event description:
It was reported that removal difficulties and shaft break occurred resulting in additional intervention. The 90 to 100% stenosed target lesion was located in the mildly tortuous and moderately calcified left anterior descending artery. A 2.50mm x 20mm nc emerge balloon catheter was advanced for dilation. When the device was advanced too far, the physician attempted to remove the balloon. The removal was noted to be somewhat tight. The x-ray imaging revealed that the middle of the balloon delivery system had broken off, as the balloon markers were still visible inside the patient. The physician then advanced a non-boston scientific guide catheter over the wire, successfully retrieving one portion of the balloon, but was unable to retrieve the other. The physician also tried to trap the balloon fragment with another balloon but was unsuccessful, and a balloon marker was still in the patient. The procedure was canceled as the physician could not get a wire across the lesion again. The physician immediately spoke with the surgeons after that about bypass surgery. No further patient complications were reported, and the patient was stable at the time of the procedure.

Manufacturer narrative:
Device evaluated by MFR: fg nc emerge mr, us 2.50mm x 20mm balloon catheter was returned for analysis. A visual and tactile inspection revealed no issues with the hypotube shaft. A visual inspection of the outer and inner lumen and tactile examination of the entire extrusion found no issues. A detailed microscopic examination of the balloon identified a complete circumferential tear in the balloon material with a portion not returned as well as a markerband was detached and not returned. The portion of the inner lumen at the distal end of the balloon was stretched. The distal tip was detached and not returned with the device. No other issues were identified with the device.